Event description:
It was reported that the customer was hospitalized due to a hyperglycemia. Customer blood glucose level was 22.2 mmol/l. Customer stated that the insulin pump was exposed to moisture and it was switched off. Customer stated that the insulin pump was exposed to moisture. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of event. No further patient complication were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, the customer alleged for blank display, expose to moisture, cosmetic damage located on the case and hospitalized for high bg. On (B)(6) 2022, case: (B)(4), svn: (B)(6), the customer alleged for battery cap damage. On (B)(6) 2022, case: (B)(4), svn: (B)(6), the customer alleged for cosmetic damage located on the battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Device received with serial number label missing, pillowing keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Unable to verify battery cap damage due to received without the original battery cap. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No blank display during testing. Device received with a high sleep current measurement. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, keypad assembly, force sensor, vibrator and motor assembly noted. The force sensor offset measured (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Swapping out test boards confirms the high sleep current measurement is isolated to electric boards. In summary, device received with a high sleep current measurement, problem isolated to the electric boards. Unable to verify customer alleged for high bg. The force sensor is within specification and the motor functioning properly. Customer alleged for battery cap damage unknown due to device received without the original battery cap. Cosmetic damage was confirmed at case near the corner of belt clip rails. Device expose to moisture and blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was also reported there was a loose retainer ring and reservoir was able to lock in place.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was not included in the initial report. The information has been provided in section b5 with this report.